Event description:
The date of the event is estimated. Dr (B)(6) performed a lumbar fusion using quill srs 2-0 pdo for intermediate closure and 2-0 monoderm for closure of the skin. The surgeon stated that approximately two (2) or three (3) weeks post operative, the pt experienced wound dehiscence which required an I & d procedure. Culture and sensitivities were taken and showed growth of proteus. Medical and surgical intervention was required for treatment of the dehiscence and infection. The surgeon also stated that he was uncertain if the quill srs product attributed to this event as this pt was elderly with health issues. No additional info was provided.

Manufacturer narrative:
No samples were available for eval. Therefore, no testing can be performed. The lot code info was not provided. Therefore, the expiration date and mfg date are unk. Additional item reported by this customer: 2-0 pdo; model/catalog #: unk; lot #: unk; exp date: unk; device MFR date: unk; 510 (k) #: k051609. Method: the devices were not available for eval. No product eval can be performed. Results/conclusion: the devices were not returned for eval. No product eval can be performed. Without the finished good lot numbers, relevant portions of the device history records could not be reviewed. It is uncertain if the quill srs material attributed to this event. A definitive conclusion cannot be drawn at this time. (B)(4), quill srs monoderm / quill srs pdo item #ya-1024q / (B)(4), size 2-0, lot unk.